Manufacturer narrative:
The MFR has evaluated this event and confirmed that the loss of integration of the endosseous dental implant is a known inherent risk of the procedure. MFR's trend analysis confirms that the reported failure rate associated with its implants is below the expected failure rate for this procedure as published in the scientific literature.

Event description:
Removal of endosseous dental implants. Two implants were placed in sites #8 & 9 in a highly complex procedure in which lateral ridge augmentation with gtr membrane was performed. The implants were removed the same day. The clinician has been asked for add'l info concerning this event.